Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID w1dr01, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedances on the right atrial (ra) lead. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.